Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed(B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 600 mg/dl range. The patient experienced dry mouth, frequent urination, aches, and dizziness. The patient treated via manual insulin injection. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The infusion set cannula was straight. A high pressure test could not be performed. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.